Manufacturer narrative:
(B)(4). Technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended that the gui printed circuit board (pcb) be replaced.

Event description:
It was reported that the ventilator displayed a graphical user interface (gui) inoperable (inop) message. The ventilator was not in use on a patient at the time of the event.